Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio dv integrated electrosurgical generator unit (iesu) and the personality module surgeon console (pmsc). As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation. The iesu involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the vio dv integrated electrosurgical unit (iesu) displayed question marks intermittently, affecting both monopolar and bipolar ports. The customer replaced the energy cord and power cycled the vio dv iesu, but the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and identified error m-36, indicating a cable connection issue between the instrument and the vio dv iesu. The tse advised the customer to perform further troubleshooting; however, the surgeon elected to switch to force triad generator instead of the vio dv iesu, allowing the procedure to continue using the same instrument and energy cord. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The personality module surgeon console (pmsc) has been evaluated by the failure analysis (fa) team. Fa was not able to confirm nor reproduce the reported complaint. Visual inspection revealed no issues related to the reported problem. The pmsc was installed onto a golden system where the component functioned as expected. Then the golden system was set to run video test, 10 minutes sine cycle, 10 power cycles and sat idle for 1 hour. Once the testing was completed, the system error logs were inspected, but no error could be identified. The vio dv integrated electrosurgical generator unit (iesu) has been evaluated by the fa team. Fa was not able to confirm nor reproduce the reported complaint. Visual inspection showed scratches on the cover and a bump on the back right side of the unit. The iesu was tested using a golden system, and the unit energized and cauterized all ports and instruments without issue. The probable root cause of iesu and pmsc issues could not be determined based on the information provided and fa results which indicate no problem detected during testing. While fa confirmed the issue via log review for iesu, in-house testing of the instrument was unable to replicate the reported issue.

Event description:
Refer to h11 for follow-up information.